Event description:
It was reported that at an unknown time, during removal of the protective sheath from the xience xpedition stent delivery system (sds), the stent dislodged. There was no patient involvement and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Date of event is estimated as (B)(6) 2013. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, failure analyses of the complaint devices could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot identification numbers were not provided. 10 unused devices were returned across 10 lots. All unused returned devices passed visual inspection and no stent dislodgement was noted upon protective sheath removal; no device malfunction found. Based on the information reviewed, there is no indication of a product deficiency.